Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system is currently programmed to primary vector and has had 11 atrial fibrillation episodes that showed oversensing noise. The patient was seen today, and during provocation maneuvers, when praying and twisting his body, noise was reproduced in both primary and secondary vectors. The device is labeling sinus beats as noise. Later, an inappropriate shock was delivered due to oversensing of noise. There were no adverse patient effects reported. The device and electrode remain in-service.

Manufacturer narrative:
This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system is currently programmed to primary vector and has had 11 atrial fibrillation episodes that showed oversensing noise. The patient was seen today, and during provocation maneuvers, when praying and twisting his body, noise was reproduced in both primary and secondary vectors. The device is labeling sinus beats as noise. Later, an inappropriate shock was delivered due to oversensing of noise. There were no adverse patient effects reported. The device and electrode remain in-service. According to additional information, this s-ICD was explanted and received by boston scientific for investigation. A new s-ICD was successfully placed. The reason for explant was stated s being suboptimal placement. No additional adverse patient effects were reported.